Manufacturer narrative:
(B)(4) (persisting back pain, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had underwent l4-l5 cage alif surgery with rhbmp-2 bone graft in (B)(6) 2004. Surgery was "too little" fusion at l4-l5. After the initial surgery, on (B)(6) 2006, patient stated back pain. Patient had no history of falls or trauma. The pain started gradually. Patient underwent a discogram and MRI, which showed some motion i.e not fused completely but cage was ¿ok¿ per md. Patient continues to have pain. Times where patient can hardly walk, sit, lay flat, anything. In july 2007 patient went back to surgery for a plif- posterior fusion at l4-5 using rods and screws(no revision to the cage). In (B)(6) 2007, patient returned to operation room for a revision of the posterior fusion, extended the fusion to l3. In 2009, a spinal cord stimulator was implanted and has been working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.